Event description:
It was reported to boston scientific corporation that a navigator hd was used during a ureteroscopy procedure performed on (B)(6), 2013.according to the complainant, approximately one to two days post procedure, it was noted that urine was collecting in the patient's abdomen. It was discovered that there was a tear in the ureter. The patient received nephrostomy tube placement on (B)(6), 2013 and was referred to another physician. The patient's condition was reported to be stable after the nephrostomy tube placement. No further information forthcoming.

Manufacturer narrative:
Device has been disposed.